Event description:
This report summarizes one malfunction event. A review of the events indicated that model u41501q1hrx ultraverse rx pta dilatation catheter ruptured. Of this event, the device was used on the patient but the patient was not injured. The female patient¿s age and weight were not provided. The u41501q1hrx ultraverse rx pta dilatation catheter was not returned.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be no longer reportable. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model u41501q1hrx ultraverse rx pta dilatation catheter ruptured. Of this event, the device was used on the patient but the patient was not injured. The female patient¿s age and weight were not provided. The u41501q1hrx ultraverse rx pta dilatation catheter was not returned.